Event description:
I feel like death, I have 5 autoimmune diseases and I am weak. I have pain in my neck and upper back, breast. I cannot swim, I feel like I can't breathe at the time, I am living hell and the dr cannot tell me why I am not getting better. The longer the dirty implants are in me the more I am getting weak. I will happily give all medical record, just please stop letting us be told we need impact. I was born with nipples, no breast tissue, and it was sad for me, so I went to see what could be done at age (B)(6). The dr told me I need implants and lift. Nipple removal and replacement now I am slowly dying. FDA safety report ID# (B)(4).